Event description:
Pt had implantation of pacemaker in 1986. Recently experienced several syncopal episodes. Since pt had a known high surveillance lead, the decision was to replace with bipolar lead. The pacemaker was also changed due to age (9/23/94). During surgery the lead was interrogated and resistance was found to be very low (possible lead failure or insulation break). Lead capped and left implanted.